Event description:
It was reported a patient undergoing a fib procedure with a thermocool® smart touch® sf bi-directional navigation catheter suffered cardiac tamponade and eventual death. It was reported by the bwi representative that during an atrial fibrillation procedure, the patient suffered a pericardial effusion. The caller stated that they had ablated the posterior wall for isolation. They were working on the left vein on the left lateral when the physician noticed a steam pop had occurred. Within a minute the blood pressure dropped from 130/70 to 90. A pericardiocentesis was performed and 700ml of fluid was removed. The drainage tube was left in place. The patient was then transferred to CT surgery. The caller stated that there was no indication on carto's end of a steam pop. Per the caller, it was the physician that felt or heard it happen. The effusion was confirmed via a transesophageal echocardiogram (tee). Max wattage: 45 watts, total fluid: 500 ml, irrigation settings: high flow 8.15 and low flow 2. A transseptal puncture was performed but the needle identity is unknown. Temperature setting on the generator is unknown, impedance set at 105 ohms, and power set at 40w. Length of the ablation cycle when the pop was observed with 17 seconds. No errors noted on any biosense webster system. Physician¿s opinion the cause of the event was patient¿s condition. Patient required extended hospitalization and required open heart surgery and subsequently passed away during that procedure. The patient passed away post-surgery on (B)(6) 2023.

Manufacturer narrative:
On (B)(6) 2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 8-feb-2023, it was noticed the h6. Health effect - impact codes of "hospitalization or prolonged hospitalization (f08)" and "surgical intervention (f19)" were inadvertently omitted from the 3500a initial MDR. As such, they have now been added.

Manufacturer narrative:
On 15-feb-2023, additional information was received indicating a bard ep diagnostic catheter ep xt steerable octapolar large was also used in this procedure. The product was used as a coronary sinus catheter in this procedure wherein which an adverse event occurred. The device has been added to the concomitant product section. Device evaluation details: on 24-feb-2023, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).